Manufacturer narrative:
Additional information received on 16-nov-2023. Pentaray nav high-density mapping catheter was used to map right ventricle outflow tract (rvot). Effusion occurred while attempting to place thermocool® smart touch® sf bi-directional navigation catheter into rvot. No ablation was performed during the procedure. Physician's opinion on the cause of this adverse event was procedure. Patient has improved. Patient required prolonged hospitalization for monitoring post the pericardiocentesis. No transseptal puncture was performed, no evidence of steam pop. It was reported that the event occurred during the mapping phase. Therefore, it was assessed to also report this event under the pentaray nav high-density mapping catheter used for mapping. Biosense webster manufacturer's reference number (B)(4) has two reports: (1) MFR # 2029046-2023-02701 for product code d134805 (thermocool® smart touch® sf bi-directional navigation catheter) (2) MFR # 2029046-2023-02954 for product code unk_pentaray (pentaray nav high-density mapping catheter) checked the b2. Is hospitalization initial/prolonged field. Included the hospitalization or prolonged hospitalization (f08) code under h6. Health effect - impact code field. Also provided concomitant products, patient detail and physician contact information. Therefore, updated the "d10. Concomitant medical products and therapy dates", "a2. Date of birth", "a3. Gender", "a4. Weight of the patient", "a4. Weight unit", e1. Initial reporter title", "e1. Initial reporter first name", "e1. Initial reporter last name", e1. Initial reporter phone", and "e3. Initial reporter occupation" fields. The bwi product analysis lab received the device for evaluation on 21-nov-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an idiopathic ventricular tachycardia - right (r-idvt) ablation procedure using thermocool® smart touch® sf bi-directional navigation catheter and experienced a pericardial effusion which required a pericardiocentesis, surgical repair and prolonged hospitalization. The device evaluation was completed on 18-dec-2023. The product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The physician¿s opinion on the cause of this adverse event was the procedure. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia - right (r-idvt) ablation procedure using thermocool® smart touch® sf bi-directional navigation catheter and experienced a pericardial effusion which required a pericardiocentesis and surgical repair. While mapping, the patient experienced increased heart rate / decreased blood pressure and pericardial effusion was discovered via the intracardiac ultrasound. A pericardiocentesis was performed and a large amount of blood was removed from the pericardial space. They were not able to control the effusion and the patient was transferred to CT surgery for surgical repair. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.